Manufacturer narrative:
Batch review performed on 13 october 2023. Lot 166504: 25 items manufactured and released on 14-dec-2016. Expiration date: 2021-11-20. No anomalies found related to the problem. To date, 9 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 6 years 2 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.